Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values until the insulin cartridge was logged as empty. A motor rewind request was logged approximately 30 minutes prior to the empty insulin alert being marked as "acknowledged." The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms mild hypoglycemia occurred on 2024-05-12. This was followed by hyperglycemia overnight, consistent with the description of the event and treatment received. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by a user error during the cartridge change process where the user did not follow the steps as outlined in the device training and the user guide. Intervention the user received prevented the hypoglycemia from becoming severe. The user was appropriately re-trained and confirmed understanding of the correct procedure for replacing the insulin cartridge.

Event description:
On 5/12/2024, an ilet user reported an error during a cartridge change and infusion site process. The user connected to the infusion site before rewinding the motor and loading a new cartridge, potentially administering 160 units of insulin. Despite the blood sugar reading of 221mg/dl, the user opted to monitor their levels rather than seek immediate medical attention. Later, the patient went to the ER, experiencing dizziness, where they received glucose via IV and later insulin infusion as their blood sugar levels exceeded 300mg/dl. The user remained overnight for monitoring, experiencing a low of 48mg/dl. The user expressed intent to restart the ilet system after recovery and agreed to inform their healthcare provider. Follow-up will be conducted by a clinical diabetes specialist (cds) in one week.